Event description:
It was reported that the patient started to itch all over her body during summer. The patient had two doses of ¿pregnisone,¿ but the itching started again around the time of the report. The patient stated that she was taking medication that could cause renal failure and mentioned ¿pruititus.¿ the patient also reported that she had wet a lot at bedtime lately and it was ¿on and off¿ the whole summer. The patient stated that she ¿reset it at 3.0 and had it down a while.¿ the patient noted that ¿sometimes she could not go¿ and had the implant for urinary incontinence. The patient admitted to falling on her stomach a couple of times in may and july. Fifteen days later it was reported that the patient saw the doctor on (B)(6) 2013. The patient was doing very well with the therapy at that time. The patient was on program 3 at 3.0 volts. No hospitalization was required.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va03qz0, implanted: (B)(6) 2013, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).